Event description:
A user facility reported to olympus that the olympus, model cv-190, evis exera iii video system center, would not power on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem; the cause was assigned to a faulty power supply. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event (including sections (e2 & e3) but with no results. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was due to a faulty power supply unit. Olympus will continue to monitor field performance for this device.